Event description:
It was reported in an article in neurosurgery that the patient experienced recurrent symptoms of ataxia and dysarthria four and a half months post procedure. Angiography, at a different facility, revealed fairly severe instent stenosis. The restenosis was not treated. No other information was provided.

Manufacturer narrative:
Conclusion: anticipated procedural complication. A device history record review confirmed that the device all met material, assembly and performance specifications upon release. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Restenosis is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported in an article in neurosurgery that the patient experienced recurrent symptoms of ataxia and dysarthria four and a half months post procedure. Angiography, at a different facility, revealed fairly severe instent stenosis. The restenosis was not treated. No other information was provided.

Manufacturer narrative:
Event date: the exact date was not provided, all the patients in the article were treated between 2004 and 2008.complaint source - literature: dashti et al. Neurosurgery 2010; 66(4):825-31. (B) (4).